Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen, and this was noticed when customer¿s blood glucose level was 180 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was under warranty, removed pump from case, and followed technical support instructions to press button correctly, but button remained difficult to use, so pump was scheduled for replacement while customer continued to use current pump and planned to use multiple daily injections as backup therapy; technical support reviewed storage mode instructions, confirmed shipping and return details, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.